Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike. It was reported occlusion occurred. There is unknown patient involvement and unknown patient harm. No additional information on the complaint was provided.

Manufacturer narrative:
One photo was shared by the customer, a sample is observed to be cut from the chemolock. However, no anomalies or damage is observed on the photo. One (1) used sample #(B)(6), chemosafelock bag spike was returned for evaluation. As received the chemolock was observed to be separated from the body. No additional mating device was returned for evaluation. No mating device was returned. An errant solvent inside the fluid path of chemolock was observed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.